Event description:
In 2000 (exact date unknown), patient underwent enucleation procedure followed by implantation of hydroxyapatite orbital prosthesis implant along with ocu-guard orbital implant wrap. At five and half months post-op patient presented with 24 mm conjunctival melt over ocu-guard wrap. At six months post-op orbital implant was removed. Patient post-op status: unknown.